Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles on the shell and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: crack valve, one opening striated on the anterior and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve; one striated opening on the anterior due to surgical damage consist in the use of some surgical tool.